Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been having problems with their implantable pulse generator (ipg). They also reported that their lung had been punctured three months later. The ipg remains in use. No further patient complications have been reported as a result of this event.